Event description:
It was reported that the battery longevity of an implantable pulse generator (ipg) decreased. It was noted that the patient had an unknown procedure on the same day, and that values returned to within normal levels. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the battery longevity estimator. If information is provided in the future, a supplemental report will be issued.